Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation the right ventricular lead exhibited noise. Noise could be reproduced in clinic by pocket manipulation. The lead was capped and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.